Event description:
A health professional reported that a patient was revised approximately two years and two months post-operatively to address a fractured everest polyaxial screw and a fractured everest mi cannulated polyaxial screw. It was further reported that it is currently unknown if one or both of the screws fractured. This report captures the everest mi cannulated polyaxial screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.